Event description:
Prevena incision management system overheated while attached to a patient. The patient reported hearing popping and then saw smoke. He immediately called for nurse. When nurses arrived, they smelled an electrical burning odor and saw smoke and soot on patient's sheets. No harm occurred to the patient. The device was attached to the patient's abdominal incision. (B)(6).